Event description:
A nurse reported that the probe did not cut properly during a vitrectomy procedure. The probe was exchanged and the case was able to be completed without delay. There was no harm to the pt.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).